Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Suction issues. Shaver cables not plugging in properly. Have no specific surgery or patient info available. On going issues. Additional information received from sales rep on 02-27-2018. Customer confirmed that it was a suction failure and they tried multiple solutions. The issue was detected a few months back. 15 minutes delay to switch to competitive pump. They were able to complete the procedure with an alternative pump. There was no patient consequences.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Corrected information: UDI: (B)(4).

Event description:
Additional information received from sales representative on 28february2018: the customer reported the issue as suction failure; they had tried multiple solutions. The issue was detected a few months back. There was a surgical delay of fifteen (15) minutes to switch to a competitive pump. The procedure was able to be completed with alternatives that were readily available and no impact to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and repaired at the service center. The complaint of suction failure was confirmed, however the complaint of the shaver not plugging in properly was not confirmed. The springs on pressure arm housing were replaced as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. When the springs on the pressure arm housing are defective the device will experience suction issues therefore is a root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).